Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a weak circulation pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that the inlet pressure was out of range during the fluid delivery line test. It was due for the 2000-hour preventive maintenance and would be coming on for that. Per communication with ess and customer on 31-jan-2023, no patient involvement reported. Per sample evaluation results received on 22mar2023, it was reported that the root cause of the reported issue was due to a weak circulation pump. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was stated that the shell had stripped pem insert. It was also noted that the bezel was warped, did not make proper seal on shell.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that the inlet pressure was out of range during the fluid delivery line test. It was due for the 2000-hour preventive maintenance and would be coming on for that. Per communication with ess and customer on (B)(6) 2023, no patient involvement reported.